Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to determine frozen screen, keypad anomalies or blank display due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly customer states that numbers are not ramping on their own and the scroll bar was not moving with no input. The customer also reported that insulin pump had frozen display. Customer stated that insulin pump had pump error also. Customer¿s blood glucose level was 68 mg/dl at the time of incident. Insulin pump will be returned for analysis.